Event description:
The customer reported that the piston on the insulin pump did not rewind properly. Troubleshooting was performed. Ran a self test and the device passed the test multiple times. The customer stated that she had several sensor alarms and the sensor feature was not on. The customer stated that she did not receive any alarms when the insulin pump was bolusing. However, the customer had several motor error alarms in the past year. Performed a displacement test and the device failed the test. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.